Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the had a blank display on the insulin pump. The customer's blood glucose level was 180 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer reported that the display did return. The customer was assisted in performing self test and it passed. The customer was advised that we will send batter cap.